Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During an atrial fibrillation ablation on (B)(6) 2026, it was noted that the closure device had embolized to the descending aorta. The left atrial (la) pressure at time of implant of the closure device was 12. The closure device was retrieved on (B)(6) 2026 utilizing a non-boston scientific (bsc) rescue alligator clip and a non-bsc large bore sheath by a vascular surgeon. The patient had no repairs made to the aorta. The patient is expected to fully recover. The patient will be scheduled for a concomitant procedure in the future.